Event description:
It was reported that during a wisdom tooth removal the patient received a minor burn which was treated with a cooling ointment. The procedure was completed and there is no indication that the patient will have any scarring from the event.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The bur guard can melt if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.